Event description:
The customer was hospitalized for high bgs and dka. It was reported that the customer was missing and found the next day after they collapsed at a truck stop. The prime history showed that the customer had changed the infusion set prior the admission. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. However, the prime history shows that the customer received several times "no delivery alarms" the day before the admission. The customer vaguely remembers trying to clear bolus thru no delivery alarms. The customer remembers vomiting, but they does not remember events prior to admission. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when the clamp arrives.